Manufacturer narrative:
H.6. Investigation: three 5ml syringe were received and evaluated. Two syringes were loose, and one was in a fully sealed blister pack with a vial access needle, confirmed to be from batch 8057945 (B)(4).the loose syringes were examined manually, and it appeared as if the plunger rods had more resistance than expected. The packaged syringe was opened, and the resistance was measured using a force gage. The force gage measurements verified the tested syringe was outside of the product specification and the difficult plunger rod movement was confirmed. Potential root cause for the difficult plunger rod movement defect is associated with the assembly process. The was most likely caused by insufficient silicone (lubricant) in the barrel. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd 5ml syringe with luer-lok tip with vial access cannula experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no. 303403 batch no. 8057945 doctor was trying to draw up medication and was experiencing difficulty when pulling on plunger rod.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 5ml syringe with luer-lok tip with vial access cannula experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no. 303403, batch no. 8057945. Doctor was trying to draw up medication and was experiencing difficulty when pulling on plunger rod.